Event description:
It was reported that the helix of the right ventricular (rv) lead spontaneously extended during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. A visual and x-ray inspections revealed the helix was stretched and damaged as received. The cause of the reported event was isolated to the helix being stretched and damaged consistent with procedural damage. Electrical testing was performed and revealed no indication of conductor fractures or any internal shorts.